Event description:
The device was received for service. During service, the baxter technician reported that the fail code 703:00 occurred on channel b at power up. The hospital representative stated that there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 24 2007. Evaluation summary: the reported condition of fail code 703:00 was confirmed. Inspection of the device revealed a defective user interface module printed circuit board, which caused the reported confition. The user interface module printed circuit board was replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.